Event description:
The customer reported the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an over-the phone investigation. This circuit breaker had been tripped. The customer was instructed on how to reset the circuit breaker. The system was then found to be operating as intended.